Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deployment issue, difficulty removing, and shaft separation without having the device to examine. The foreign body in patient and delay in procedure is due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-third of the iliac artery that was mildly tortuous. When the absolute pro 8.0/60 mm self expanding stent was being deployed, the thumbwheel rolled without being properly locked and the stent did not deploy from the delivery catheter. The distal portion of the catheter separated in two pieces inside the vessel. The separated segment was not retrieved and remains in a portion of the vessel. There was no reported resistance during advancement of the device, but there was resistance with the anatomy during retraction. Another absolute pro was deployed to complete the procedure. There was a clinically significant delay reported. No additional information was provided.